Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause.

Event description:
It was reported that this programmer's screen was not responding. It was temporarily resolved after the programmer was rebooted, but during device check, the touchscreen froze again. No adverse patient was reported. This programmer was replaced.